Manufacturer narrative:
H11: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number 51bo0118 was received at the bip biomedizinische intstrumente und produkte gmbh. The magnum driver was visually inspected upon receipt and was found to be in bad condition. The serial number is barely visible. The device was functionally tested and failed the test due to the bad condition of the device found during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for the reported broken fasteners on needle when fired issue and the investigation is determined to be confirmed for the identified serial number is barely visible issue. The root cause for reported broken fasteners on needle when fired issue cannot be determined as the device could not be tested due to bad condition. The root cause for identified serial number is barely visible issue cannot be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the magnum, for an unknown medical condition. Prior to the procedure, it was reported that needle allegedly broke off when firing. There was no reported patient contact.